Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging he was unable to perform a blood test using his onetouch ultra meter due to it not powering on. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue occurred at approximately midnight on (B)(6) 2012. The patient reportedly manages his diabetes with 70u of lantus insulin and self adjusting novolog insulin based on a sliding scale. He reported that he increased is dose of novolog insulin by an unknown amount after not being able to check his blood glucose at midnight on (B)(6) 2012. It was not clear if the patient continued with this increased dose of novolog the next day. The patient claimed at 8pm and at midnight on the (B)(6), he developed symptoms of feeling "jittery, very weak, lightheaded and his body ached." He self treated with food/drink immediately after the onset of symptoms both times and denied testing on another device. At the time of troubleshooting, the patient claimed that the batteries were not yet due for replacement. The correct test strips were being used. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to check his blood glucose due to the alleged issue, increased his insulin and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.